Manufacturer narrative:
(B)(4), this is 3 of 3 allegations of detached sensor wire. The patient reported 3 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records: (B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. The patient experienced a detached sensor wire which occurred the day the sensor had been inserted in the thigh. Upon sensor pod removal, the sensor wire detached from the sensor pod and remained in the skin. The patient felt something hard at the insertion site area. On an unspecified later date, the patient developed redness and swelling at the insertion site. The patient mentioned this was 3 out of 3 sensor wires from the same box that detached and remained in the thigh insertion site area back in (B)(6) 2023, and they all developed the same symptoms. On (B)(6) 2024, the patient contacted her endocrinologists regarding the issues and was recommended to contact dexcom. On (B)(6) 2024, the patient consulted her primary care doctor who referred the patient to have a thigh x-ray to verify if all three detached sensor wires remained in the skin. On (B)(6) 2024, the patient followed up with her primary hcp (healthcare provider) who confirmed the x-ray showed no evidence that all three sensor wires were retained under the skin. No medication or treatment was provided at the time of this visit. On (B)(6) 2024, the patient went to an urgent care clinic because the redness and swelling did not subside in her thigh. The patient had another x-ray which showed no evidence that all three sensor wires were retained under the skin. The patient was discharged home on the same day with a prescription for oral muscle relaxant medication (flexeril 5 mg, every 8 hours for five days), and she was advised to follow up with her primary hcp and to return to urgent care if the symptoms persist. Per (B)(6) 2024, follow up documentation, the patient confirmed she completed the flexeril medication treatment; however, the swelling had increased, and she still felt pain in her thigh and knee area. The patient told her hcp that the issues persist via the patient message portal, and she was still awaiting a response. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.